Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the right atrial (ra) lead was repositioned one month post-implant due to loss of capture. Additionally, the lead was dislodged, and high pacing thresholds were observed. During the procedure, it took 20 to 23 rotations to unscrew the lead and to screw the lead in the myocardium. No additional adverse patient effects were reported. This ra lead remains in-service.

Event description:
It was reported that the right atrial (ra) lead was repositioned one month post-implant due to loss of capture. Additionally, the lead was dislodged, and high pacing thresholds were observed. During the procedure, it took 20 to 23 rotations to unscrew the lead and to screw the lead in the myocardium. No additional adverse patient effects were reported. This ra lead remains in-service.